Manufacturer narrative:
The reported event of air being aspirated could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, air was aspirated. The swartz was primed and puncture was performed at the patient's groin. After that, when removing air after removing the dilator, it was noted that unusual amount of air was aspirated. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.